Event description:
On (B)(6) 2011, a thin-walled bifurcated gore-tex stretch vascular graft was implanted to repair an abdominal aortic aneurysm. The proximal end of the bifurcated graft was anastomosed end-to-end with the aorta. Both legs of the bifurcated graft were anastomosed to both iliac arteries. There also was a bypass graft from the trunk of bifurcated graft to the right internal iliac artery. The patient tolerated the procedure. On (B)(6) 2003, an open surgery was performed to remove the seroma. The aneurysm wall was cut off wrapping the graft and the seroma was removed. The bifurcated graft was partially replaced with a dacron bifurcated graft. The explanted graft was returned to gore for evaluation. The patient tolerated the procedure.

Manufacturer narrative:
A review of the manufacturing records for the device verified that the lot met all pre-release specifications. A histology and engineering evaluation is currently in process.